Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report hospitalization for high blood glucose levels at 999 mg/dl. The customer declined to troubleshoot for the high blood glucose levels. No further details were provided.